Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose of 442mg/dl and had large amount of air bubbles in the reservoir. Customer¿s blood glucose was 380mg/dl at time of incident. Product will not be return for analysis.